Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome ii had 3 out of the 4 blade covers that were bubbling and falling apart exposing raw aluminum.